Event description:
Spinal implant of 2 rods, 2 hooks, 3 cages made of titanium and 34 screws made of surgical stainless steel was implanted in my back for a week in 2009. I noticed a difference in pain about 2 months after procedure along with abnormal swelling, physical and neurological problems. Over the course of some 14 months, I saw many specialist in and outside of the hosp. They all agreed that my complaints were observable but they could not find the root cause. Then dr performed two sets of blood tests one at the clinic, the other at quest labs. These tests showed heavy metal concentration consistent with surgical stainless steel and titanium corrosion. The toxicologist - dr indicated that the chromium poisoning causes a definite threat of "lymphoma". Heavy metal poisoning from copper, manganese, molybdenum, nickel along with chromium can explain my many symptoms. The toxicologist did not test for other heavy metals found in medtronic spinal implants because medtronic when provided the name and numbers for the surgical implants refused to give a list of the alloys used in their products, so testing could be started. Medtronic refused to record my complaint as required and forward to the FDA. Our surgeon dr(third) finally said that he'll take out all implants. But it will be an extremely painful operation, long recovery time and possibility of permanent back problems. Medtronic made surgical implants of 2 rods, 3 cages made of titanium, hooks made of either titanium or surgical stainless steel and 34 surgical stainless steel screws were implanted in my spine at hospital for joint disease by the same dr.